Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a thoracic procedure the physician was attempting to make an initial firing with pvs stapler when it advances partially and locked. They used the reverse button to return knife, unclamped and removed device with no staples or cut and with full hemostasis. They reloaded the stapler with a new cartridge, attempted firing again with the same result. They again removed the device, no tissue injury or effect and no staples deployed. They opened a second pvs and completed the case normally with no device issues or patient consequences. One device will be returned.